Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer uses more insulin with the tandem pump than with a previous pump. Reportedly, the customer uses more than 6 units a day for basal delivery, and has to an take additional 15-20 units of insulin per day for correction boluses, as well. It was confirmed that the customer was working with clinical diabetes educator. During a follow up with the territory manager (tm), the customer had reported that the settings that were input into the pump may have been old which was causing the customer's blood glucose (bg) levels to become elevated. During a follow-up with the clinical diabetes specialist (cds), the customer reported receiving occlusion alarms and experiencing elevated blood glucose levels, poor insulin absorption, and had pooling of insulin which caused lumps in the customer's skin. It was reported that the cds and customer were working together to resolve the issues the customer was having on the pump.